Manufacturer narrative:
This report is submitted on november 09, 2023.

Manufacturer narrative:
This report is submitted on october 9, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and an extrusion of the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.